Manufacturer narrative:
Patient identifier: (B)(6), patient age: (B)(6). Patient date of birth: (B)(6). Patient sex: (B)(6). Serial number: (B)(4). Reporter address: (B)(6). Device manufacture date: november 28, 2012.

Event description:
Hold for jewel 11/15/17

Manufacturer narrative:
Patient information was not provided. The serial number has not been provided. This information will be provided in a supplemental report if made available. The hospital information was not provided in the user medwatch report. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. It is unknown where this event occurred. This medwatch report is being filed on behalf of livanova (B)(4). Livanova (B)(4) has made multiple attempts to retrieve the facility information and additional details regarding the patient and involved device(s). However, no further information has been provided at this time. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On june 6, 2017, livanova (B)(4) received a user medwatch report (mw5069923) stating that a patient underwent coronary artery bypass surgery in (B)(6) 2016 which involved the use of a heater-cooler system 3t. Following the surgery, the patient presented with a non-healing sternal wound which lead to additional surgery in 2017 for hypertrophic scarring of median sternotomy incision. Cultures were taken which tested positive for non-tuberculous mycobacterium. The samples are being further tested for identification and susceptibility.